Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that leakage was noted from the drainage bag and the doctor replaced with a new one. There was no adverse effect to the pt.